Event description:
It was reported that a burr became stuck on wire. A 330cm rotawire and wireclip torquer and a 1.5mm rotalink plus were selected for the percutaneous transluminal coronary angioplasty procedure. Vascular access was obtained via the left anterior descending artery (lad). The procedure was started using a non-bsc guiding catheter and the lesion was crossed with a non-bsc wire which was exchanged with a rotawire using an unspecified microcatheter. The rotalink plus was then loaded on the rotawire and the draw test was done. The rotalink plus was advanced and parked proximal to the lesion. When the pedal was activated to start the burr, the burr was not moving on the wire even after the advancer knob was moved. After multiple attempts the burr still did not move and the rota console stalled. Hence the entire assembly was pulled out from the patient with the burr stuck on the wire. The burr and the wire were successfully separated outside of the patient's body, but with some difficulty and resistance. The procedure was then completed using another rota wire & rotalink plus 1.25. No patient complications were reported. The patient's condition after the procedure was stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 01:04 pm CT.the report number is being corrected from: 2134265-2018-64148to: 2134265-2018-62523.

Event description:
It was reported that a burr became stuck on wire. A 330cm rotawire and wireclip torquer and a 1.5mm rotalink plus were selected for the percutaneous transluminal coronary angioplasty procedure. Vascular access was obtained via the left anterior descending artery (lad). The procedure was started using a non-bsc guiding catheter and the lesion was crossed with a non-bsc wire which was exchanged with a rotawire using an unspecified microcatheter. The rotalink plus was then loaded on the rotawire and the draw test was done. The rotalink plus was advanced and parked proximal to the lesion. When the pedal was activated to start the burr, the burr was not moving on the wire even after the advancer knob was moved. After multiple attempts the burr still did not move and the rota console stalled. Hence the entire assembly was pulled out from the patient with the burr stuck on the wire. The burr and the wire were successfully separated outside of the patient's body, but with some difficulty and resistance. The procedure was then completed using another rota wire & rotalink plus 1.25. No patient complications were reported. The patient's condition after the procedure was stable. The device was returned for evaluation. Visual inspection of the device observed a slight kink on the distal section. There is evidence of damage on the welding section of the distal tip. Dimensional inspection of the device observed the measurements to be within specification.